Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm reviewed the logs and nothing unusual was identified. The stm replaced the fiber optic connector then completed pm. All calibration, functional and safety tests passed per factory specifications and the iabp was returned to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic connector on the cardiosave intra-aortic balloon pump (iabp) was broken. It was later reported that the fiber optic connector was functional but had physical damage. There was no patient involvement and no adverse event was reported.